Event description:
It was reported that the patient presented in clinic for follow up. The left ventricular (lv) lead was not capturing. X-ray confirmed lv lead dislodgement. The lv lead was repositioned successfully on (B)(6) 2021. The patient was stable.